Event description:
Device report from france reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2023, due to a broken plate. Patient was originally treated for sub-prosthetic total left prosthesis fracture with reduction and osteosynthesis using multiple cerclages and a right plate fixed by cortical screws, followed by hospitalization. Plate is suspected to have broken on (B)(6) 2023; there was no shock or direct trauma. On (B)(6) 2023, patient was seen in the emergency room and x-ray confirmed fracture of the plate; diaphyseal fracture of the femur under equipment. Patient was discharged against medical advice. Patient returned to the hospital on (B)(6) 2023, due to pain. Patient remained in the hospital until (B)(6) 2023 due to hemodynamic instability; received norepinephrine. This report is for a 4.5mm ti curved broad lcp® plate 18 holes/336mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number reported as (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6)2022: sub-prosthetic total left prosthesis fracture: fixation of the plate. (B)(6)2023: leg cracked without shock or direct trauma. (B)(6)2023: the x-ray confirms the fracture of the plaque. (B)(6)2023: surgical revision with recovery rod, 4 months after plate implantation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code: 426.682. Lot number: 202p931. Manufacturing site: jabil grenchen. Release to warehouse date:17/06/2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.